Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed as the product lot number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported an infection at the insertion site after removing the pod. The patient experienced flare up, swelling and burning sensation. He went to his regular physician and was treated for and infection and prescribed amoxicillin clavulanate potassium tablets and neosporin as well told to use hot compresses.